Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited discoloration on the tip section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to a high-energy treatment tool (laser, high frequency, etc.) Being used without ensuring a sufficient distance from the tip. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instruction manual gif-2tq260m operation chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the entire endoscope instruction manual gif-2tq260m operation chapter 4 usage: 4.2 use of treatment tools a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.